Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 04/01/2026. Data was received and evaluated. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on 08/01/2025 at 8:05 pm with transmitter/wearable serial number (B)(6) . The sensor session lasted less than 4 days and ended due to unknown reasons on 08/05/2025 at 12:30 pm. On the date of the reported event (08/05/2025) several low and urgent low alerts were triggered. All alerts were found to have performed as intended. The root cause of the customer¿s experience was undetermined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 codes: health effect - clinical code problem code: e1907 viral infection / code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an adverse event occurred. The wearable was inserted an off-label insertion site. The date of the event is an approximation. In early (B)(6) 2025 (approximately (B)(6) 2025), the patient reported experiencing inaccurate cgm readings and indicated that the sensor had failed. The patient stated that the cgm displayed a ¿high¿ glucose reading; however, no fingerstick blood glucose measurement was obtained at that time. The patient experienced hyperglycemia and developed diabetic ketoacidosis (dka). The patient was also diagnosed with covid-19. As a result, the patient was taken to the hospital. Upon evaluation at the hospital, a fingerstick blood glucose (fsbg) measurement reportedly indicated a glucose level of approximately 502 mg/dl, while the cgm continued to display a ¿high¿ reading. During hospitalization, the patient received insulin therapy via injections and was also treated with intravenous steroids in addition to routine medications. The patient remained hospitalized for approximately three weeks and was discharged on (B)(6) 2026. Additional information regarding symptoms, treatments, and the patient¿s condition following discharge could not be obtained. Dexcom technical support made multiple attempts to contact the patient for follow-up and clarification but was unsuccessful. At the time of reporting, the patient¿s current condition was unspecified. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.